Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Concomitant products: a2dr01 ipg, implanted (B)(6) 2016.

Event description:
It was reported that the patient experienced muscle stimulation. The right atrial (ra) lead exhibited variable and high thresholds, high impedance, and over-sensing.. The right ventricular (rv) lead had oversensing with a history of noise. The rv lead was programmed to unipolar configuration some time ago. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.